Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, b4, b5, d10, g3, g6, h2, h3, h6, h10, h11. D10: item # unknown, unknown glenoid head, lot # unknown. Item # unknown, unknown screw, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that vrs is needed for revision reverse arthroplasty. Patient experienced scapular notching of his reverse shoulder implants leading to bone loss/erosion, loss of glenoid baseplate fixation, broken screw, and implant failure. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown glenoid head, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty. Subsequently, the patient was being considered for a revision due to scapular notching present. Attempts have been made and no further information has been provided.